Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient developed a skin reaction that consisted of itching, burning, rash, redness, drainage that extended beyond the patch perimeter. The patient´s parents consulted a doctor on (B)(6) 2022 and an oral antibiotic was prescribed (clarithromycin). The patient used e45 skin cream as barrier product. The area was prepared with soap and water before placing the sensor on the body. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).